Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and there was evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the pump was returned with moisture present in the battery compartment. The pump failed a leak test due to a crack in the battery compartment. Further moisture was observed on the force sensor. Unrelated to the initial allegation, the display screen was dim and discolored.